Manufacturer narrative:
Superdimension is in the process of retrieving procedure recordings for evaluation. Superdimension is filing this MDR in the abundance of caution due to the risks associated with multiple exposures to anesthesia.

Event description:
Site reported they were unable to complete registration using superdimension inreach sys. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.